Manufacturer narrative:
The customer's test strips were tested using a reference meter using a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 6.4 inr at 01:49 pm. The laboratory result was 4.8 inr between approximately 3:00-4:00 pm. The customer took less marcumar after receiving questionable results. The customer¿s therapeutic range is 2.5-3.5 inr.